Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that intraocular lens was explanted due to dissatisfaction with visual outcome and clinical reason of refractive surprise. Additional info was requested.